Manufacturer narrative:
To date, the attempted device and lead have not been received at boston scientific. Upon receipt, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular defibrillation lead exhibited varying shock impedances between 20 ohms and greater than 125, ohms. The lead was removed and replaced. Once the new lead was connected to this implantable cardioverter defibrillator, shock impedances greater than 125 ohms were still observed. The decision was made to remove and replace the device. A new device was implanted and the procedure was successfully completed with normal measurements. The attempted device and lead were returned for analysis. No adverse patient effects were reported.